Event description:
Bilateral augmentation many years ago, now has bilateral capsular contracture with deformity. Discuss subpectoral conversion. In 2003, bilateral capsulectomy with implant removal, bilateral subpectoral conversion. Implants were ruptured within capsule, no free silicone.